Manufacturer narrative:
A2: the mean age of patients was 74.3 years, with a standard deviation of 8.9 years. A3: women comprised 45.5% of the study population. B3: the event date was estimated to the earliest known tcar procedure included in the cohort. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Husman, r., tanaka, a., harlin, s. A., martin, g. H., saqib, n. U., keyhani, a., keyhani, k., & wang, s. K. (2022). Results associated with the health system-wide adoption of transcarotid revascularization. Journal of vascular surgery, 76(4), 967-972. Https://doi.org/10.1016/j.jvs.2022.04.028.

Event description:
It was reported via literature that patients who underwent transcarotid artery revascularization (tcar) experienced an array of adverse events, some requiring intervention. The aim of the study was to evaluate the outcomes of tcar. From september 2017 to december 2021, 429 tcar procedures were performed. A flow-limiting dissection was reported as having occurred in one tcar procedure. The cause of the dissection was not reported. The procedure was converted to a carotid endarterectomy (cea). During the 30-day perioperative period, four patients required washouts for hematomas discovered on postoperative day 1, and two culture-negative heterogeneous fluid collections found in postoperative weeks 2 and 3. One patient experienced a cranial nerve injury, which presented as swallowing and speech difficulties and required a surgical feeding tube. Nine patients (2.3%) experienced a stroke after tcar. Three of the nine observed strokes occurred after discharge from the index hospitalization and before completion of the first postoperative month. No further information was provided to boston scientific.